Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
(B)(4) received information that this patient experience syncope several times in one day. The patient had recovered and was stable at the time of report. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from a clinician indicates the clinic had not been contacted about syncopal episodes. The clinician indicated the patient did have multiple episodes of ventricular fibrillation (vf) prior to implant the previous year. To the best of their knowledge, the clinician did not believe there was any concern of the device's ability to deliver critical therapy. This device remains in service. No adverse patient effects were reported.